Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of their pd treatment. There was an air detected in cassette alarm that occurred prior to discovery of the fluid leak. The patient attempted to resolve the issue by rebooting the cycler. Upon start-up after the reboot, the patient reported that the only option was to cancel the treatment. When the patient removed the cassette from the cassette door, fluid was observed leaking out. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. The patient did not complete their treatment, however, they did not experience any symptoms because of this. No additional treatments were missed as the patient received their replacement cycler the following evening. The patient confirmed that their pd nurse was made aware of the event. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient is continuing pd therapy on the replacement machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A simulated treatment was performed and passed. The cycler was powered off and on during treatment and a power failure recovery alarm occurred. The treatment was resumed and completed without failure. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. The device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfection, and disposition form on 9/24/2019. The cycler passed the mushroom head check on 9/24/2019. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.